Event description:
The pt stated that, she received an 11 alarm (end of temporary basal rate) on her infusion device. She stated that, she may have unintentionally set the temporary basal rate and she experienced low blood glucose in 2007. She stated that, she did not check her blood glucose with a meter, but stated that, she saw "white spots" and she drank a soda to elevate her blood glucose. She stated that, she then turned her infusion device off and exercised for 30 minutes. Her blood glucose measured 61 mg/dl after exercising and she ate dinner to elevate her readings. The pt stated that, she tries to keep her blood glucose under 120 mg/dl. Upon follow up, the pt stated that her blood glucose is "fine." The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.